Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
This is to report event 2 of 2 that is captured to cover the unknown events that happened between 2023 and 2024. It was reported that an alert/notification settings issue occurred. The patient experienced a hypoglycemia due to a failure to alert low blood sugar levels. It was reported that the patient experienced several severe hypoglycemia during 2023 and 2024 and required hospitalization for this. No specific number of events was reported. No further information was reported regarding symptoms, received treatment, or the current condition of the patient during any of these events. At the time of the events the patient was using an ypsomed pump with a closed loop system. After the events the patient stopped using the ypsomed pump and did not experience any similar events after this. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.